Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that an extra small non-medtronic guidewire was used with the first system, and then it was switched out for a double curve non-medtronic guidewire with the second system.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012648584); product type: 0195-heart valves; implant date: non-implantable device. Product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; product ID: d-evolutfx-2329 (0012580929); product type: 0195-heart valves; implant date: non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure using the evfxplus-29 valve, the patient's aortic anatomy presented challenges due to a type 1 bicuspid valve with fusion of right coronary cusp and left coronary cusp (lcc), minimal calcium on the valve, and a 70-degree root angle. A pre-implant balloon aortic valvuloplasty was performed due to the bicuspid aortic valve. The first valve and delivery catheter system (dcs) were inserted into the patient and attempted deployment a total of five times, but each time the valve came into contact with the lcc, it dislodged into the ascending aorta. The valve was recaptured and withdrawn from the patient. The guidewire was exchanged, and a new valve and dcs were inserted. Three deployment attempts were made; however, the valve dislodged to the ascending aorta with each attempt. Subsequently, the valve and dcs were withdrawn and the procedure was aborted. It was noted that the patient's anatomy, including the bicuspid native valve and horizontal root angle, contributed to the event. The patient was scheduled for a surgical aortic valve replacement as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 79 millimeter (mm) with a perimeter derived diameter of 25.1mm suggesting a 29mm evolut, and an aortic root angulation of 69°. As stated in the instructions for use (IFU), implantation of the bioprosthesis should be avoided in patients with aortic root angulation (angle between plane of aortic valve annulus and horizontal plane/vertebrae) of >30°for right subclavian/axillary access or >70° for femoral and left subclavian/axillary access. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. During one of the deployment attempts, valve depth appeared to be approximately 3mm on the non-coronary cusp in the cusp overlap view but above the annulus on the left coronary cusp in the left anterior oblique (lao) view. It was reported that the valve was attempted to be deployed 5 times. As stated in the IFU, the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. It was reported that a new valve was attempted to be implanted and after 3 attempts, the procedure was aborted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.